Event description:
The customer reported that the monitor was providing an spo2 reading before the probe (sensor) was applied to the pt and that the spo2 readings on the pt were suspiciously high.

Manufacturer narrative:
The customer reported that the monitor was providing an spo2 reading before the probe (sensor) was applied to the pt and that the spo2 readings on the pt were suspiciously high. The limited available info is not sufficient to support that there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B) (4).